Event description:
On 11/01/2023, it was reported by a sales representative via (B)(6) that a 0315-100 4.0mm distal drill guide had a drill become stuck and locked it completely seized up. This occurred during a case, with no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely reason for the reported failure is user error, specifically misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use. The complaint is confirmed based on the customer attached picture that display the device inside the 0315-100.